Event description:
When the chemotherapy medication was connected to the secondary tubing which was connected to the primary tubing for piggyback, the chemotherapy medication was free flowing either to the primary tubing into the bag or the patient.